Event description:
During the device evaluation, the flex deflectable videoscope exhibited a noisy image during angulation in the up/down directions. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed image noise during device angulation could not be determined, however, the issue was likely due to a damage charged-coupled device, resulting in electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.